Manufacturer narrative:
(B)(4). The complaint device was returned for analysis and the inability to remove the cds was confirmed via returned device analysis due to the loose/broken guide hemostasis valve. The investigation concluded that the inability to remove the cds from the sgc was a result of procedural circumstances associated with the broken sgc hemostasis valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The mitraclip steerable guide catheter (sgc) mentioned in, is being filed under a separate medwatch report number.

Event description:
This report is being filed because the clip delivery system (cds) met resistance with the steerable guide catheter (sgc) during withdrawal. Difficulty removing a device has the potential to cause or contribute to adverse patient effects. Additionally, to prevent bleeding, the sgc was cut and blocked with a dilator, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the steerable guide catheter (sgc) without issue and the clip was successfully deployed. During withdrawal of the cds, resistance was met with the sgc. The clip introducer also could not be removed. Troubleshooting steps were unsuccessful; therefore, the decision was made to remove the sgc and cds as a single unit. As a precaution to prevent bleeding, the sgc was cut and blocked with a dilator. A new sgc to successfully complete the procedure, with mr reduced to 1-2, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.